Event description:
Healthcare professional reported "right side capsular contracture, baker grade iii, seroma volume unknown, and a bilateral exchange from textured to smooth implants." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. No additional observations are performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare professional reported "right side capsular contracture, baker grade iii, seroma volume unknown, and a bilateral exchange from textured to smooth implants." Device was explanted.